Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d4-unique device identifier (UDI) #1, d8, h2, h3, h4, h6, h11. Olympus provided the following culture results, performed at the third party labs: olympus hmi results 1st sampling: non-conform. Sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: staphylococcus epidermidis, staphylococcus lugdenensis. Olympus hmi results 2nd sampling: conform. Sampling date: (B)(6) 2024. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope after a diagnostic colonoscopy procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.